Event description:
It was reported that 4 stimulators failed during surgery. It was later confirmed that ¿the nerve stimulator would work for a few moments and then it stopped.¿ there was no reported patient impact. Further attempts to gather additional information have gone unanswered.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.